Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the device had no power. There was no patient involvement at the time the issue was identified. There was no report of patient or user harm. The customer evaluated the device with assistance from a remote service engineer (rse). The customer was provided with the part identification of the power cord. Confirmation was received that the loss of power was due to a damaged power cord. The customer ordered and replaced the power cord, which resolved the power issue. The device was returned to service.